Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (monitor not powering up) has been confirmed. As received, the monitor would not power up. Upon evaluation, there was extensive contamination on multiple components inside the monitor, including the lcd200, u613, v1003, v1004, c658, and the c220 components. In addition, component u201 was electrically shorted. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids no adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor would not power up.